Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The power button had broken off, but otherwise, the unit was functioning as it should. The main switch cap will need to be replaced. Additionally, there was corrosion noted on the bottom chassis. The unit has the older version of software, and was recommended to be upgraded to the newer version. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the power button on his evis exera iii video system center had broken off during an unspecified procedure. According to the initial reporter, the subject device was still functioning properly and used to complete the procedure with no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the broken power button/switch could not be identified. However, it¿s likely the cause is related to normal deterioration caused by long-term usage. Olympus will continue to monitor field performance for this device.